Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient tested a capillary sample, on the coaguchek xs system, and obtained a result of 2.3 inr. Within an hour, a venous sample obtained from the patient reportedly measured 1.8 inr on a laboratory instrument. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.